Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a missed audio alert on the g5 mobile app. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data. No additional event or patient information is available.